Event description:
The pt with a history of aortic stenosis and chronic renal failure developed left ankle cellulitis; although treated with keflex, it never improved. The pt then developed transient blurry vision and felt unsteady on his feet. A head CT revealed multiple embolic lesions in his brain and tee demonstrated vegetations on the prosthetic aortic valve. The pt was admitted for re-do aortic valve replacement surgery and the prosthetic valve was removed. Following an extensive debridement, an aortic root replacement was performed and another MFR's valve was implanted. Reconstruction of the left ventricular outflow tract was performed utilizing a bovine pericardial patch. The pt was transferred to the intensive care unit.